Event description:
Boston scientific received information that post an ablation procedure, this pacemaker was checked in the hospital as the patient's heart rate was between 95 and 100 beats per minute (bpm). The device had been reprogrammed with a lower rate limit of 90 bpm due to the ablation, however sensor driven pacing was found at 95 bpm. Boston scientific technical services (ts) discussed minute ventilation may be driving the patient's heart rate and discussed programming sensors. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was successfully reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.